Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a return of symptoms; they get the urge to go with leakage. They further said they don't think the ins is helping anymore. The patient was told their ins would last 5 years so they figured they would wait 5 years and then go and take it out. Caller has increased stimulation before, but it feels like electronic shocks so they turn it down to where it's comfortable. They don't think they've adjusted the program before. During the call, they had access to their patient programmer (pp), connected to their ins which showed stimulation was on at program 2 at 1.4v. As a result of what was reported, they were redirected to their healthcare provider (hcp) to discuss symptoms. They said their previous hcp retired so they will call the clinic to see if they replaced the hcp with someone else. No further patient complications have been reported as a result of this event.